Event description:
The customer returned the device due to overheating. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, there were no failures identified, no problems found. The device was serviced by replacing the holding cable of locking cap and returned to customer on (B)(4) 2013. MFR date: july 2006.